Manufacturer narrative:
The low power problem was due to damaged hr and oc cavity mirrors. These mirrors were damaged by external contamination.

Event description:
The laser system had the following problem: output energy is very low and machine shows low message. We are unaware about patient injury.